Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, altitude alarms. Additionally, the customer reported receiving multiple, occlusion alarms. The customer ended the call before tandem technical support was able to obtain additional information on the reported events. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. There was no reported impact to the customer's blood glucose level.